Event description:
It was reported that the customer experienced a hypoglycemic event during which he blacked out and was struggling with his father, who was trying to administer glucose. Customer stated the settings on his insulin pump were still being adjusted and he may have over-delivered insulin during a bolus. He stated that when he finally changed the sensor, he discovered the sensor filament had detached and was still inside of his body. Customer could not recall his blood glucose at the time. Customer stated he was able to work the filament out of his body and the site healed normally. During troubleshooting, customer stated he may have bumped or knocked his sensor while fighting with his brother. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.